Event description:
During an implantation procedure, this device could not be interrogated. Multiple attempts were made; all attempts produced telemetry errors resulting in failure to achieve device interrogation. It was reported that the device successfully interrogated the day before and after the attempted implant. The device was still in the original sterile box and was not implanted. A new paradym dr was implanted.

Event description:
During an implantation procedure, this device could not be interrogated. Multiple attempts were made; all attempts produced telemetry errors resulting in failure to achieve device interrogation. It was reported that the device successfully interrogated the day before and after the attempted implant. The device was still in the original sterile box and was not implanted. A new paradym dr was implanted.

Manufacturer narrative:
(B)(4) 2012 -a response from the manufacturer is pending. Device was not returned.

Manufacturer narrative:
(B)(4) 2012 - a response from the manufacturer is pending. (B)(4) 2012 - since the device was not returned, the files from the programmer were reviewed. The files could show the root cause of the communication errors. However, considering the reported events the most probable hypothesis would be emi related to the environment. There is no further recommendation, the device can be implanted. Device was not returned.